Event description:
Caller reported that the t:slim x2 pump battery was not charging, indicated by a power source alert in the history. There was no adverse impact to the customer's blood glucose level. Caller changed charging supplies, moving from non-tandem wall adapter and charging cable to similar non-tandem supplies to resolve the issue. Tandem technical support informed the caller about the recommendation against using third-party charging supplies and agreed to send a replacement tandem wall adapter and cable via two-day shipping. The pump began charging, and no further assistance was required.